Event description:
It was reported that the patient was having pain at the ipg site and burning sensation at the side of the pocket incision site. The patient also feels that the ipg was tilted and moving which caused difficulty aligning charger to the ipg due to a non-device related weight loss. The patient was experiencing inadequate stimulation and stimulation on non-targeted area due to lead migration despite reprogramming. The patient was prescribed with lidocaine patches.